Manufacturer narrative:
In the case description, the user mentioned having communication issues with 3 pods. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files showed no evidence of communication issues with pods on or around the date of occurrence. Inspection of the engineering logs found them to be overwritten due to continued use of the system after the date of occurrence. No further information about pod and controller communication could be obtained from the log files. Inspection of the phb data from the date of occurrence showed no evidence of issues with insulin delivery. The phb data showed that there were no issues with communication between the pod and the cgm and that the agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs. All boluses programmed by the user were successfully delivered. The exact cause of the reported communication issues could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went for a eye check-up and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 500 mg/dl. The patient mentioned that her retina was bleeding due to dka, was nauseous and vomiting. For treatment, mentioned there was no specific treatment. The patient was discharged after 1 hour. The pod was discarded.